Manufacturer narrative:
Additional suspect medical device component involved in the event: brand name: linear 3-4. Upn: m365sc2352700. Model: sc-2352-70. Serial: (B)(6). Batch: 21234591.

Event description:
It was reported that after several years of not utilizing the the stimulation of the spinal cord stimulator (scs) system turned the stimulator on and experienced inadequate stimulation in the target pain areas. High impedances were noted on the left sacral lead and x-ray confirmed a lead fracture. No intervention has occurred at this time and all devices remain implanted.

Manufacturer narrative:
Additional suspect medical device component involved in the event: brand name: linear 3-4. Upn: m365sc2352700. Model: sc-2352-70. Serial: (B)(6). Batch: 21234591.

Event description:
It was reported that after several years of not utilizing the stimulation of the spinal cord stimulator (scs) system turned the stimulator on and experienced inadequate stimulation in the target pain areas. High impedances were noted on the left sacral lead and x-ray confirmed a lead fracture. No intervention has occurred at this time and all devices remain implanted. It was additionally reported that the patient underwent a procedure in which one of the two leads was explanted and replaced with a new lead, but it is unclear as to which of the two leads was explanted. The patient is doing well post operatively. The explanted lead will not be returned as it was discarded by the facility.